Event description:
It was reported the patient experienced vomiting, increased baseline pain, and "classic opiate" withdrawal symptoms. This occurred during a normal refill cycle and while the patient was traveling. The pump was interrogated and found to be fine. The patient noted that at that point he was feeling fine. The patient was asked if he experienced "roller coaster" therapy. The patient responded, "yes" and when the therapy was bad, it was usually really bad. A catheter dye study was performed and the hcp suspected an intermittent kink in the catheter. Although there was no indication of any problems or malfunction with the catheter or system, the hcp opted to replace the entire catheter. The drug in the pump was morphine at 6.003 mg/day and a concentration of 30 mg/ml. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.